Manufacturer narrative:
The customer complaint of a user advisory (ua) 16 (timeout moving to take-up position) was confirmed during functional testing of the returned autopulse platform (sn: (B)(4)). Initial functional testing could not be performed due to a ua 16 and ua 24 (timeout moving to "home" position) displayed upon power up. Review of the archive data also confirmed that a ua 16 occurred on the reported event date ((B)(6) 2017). To remedy both error messages, the sticky brake (observed during visual inspection) was cleaned. The autopulse platform is a reusable device and was manufactured on 22 january 2014. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. User advisory error messages are designed into the platform when one of several conditions is detected. A ua 16 message typically occurs when the autopulse did not achieve the target depth for take-up within the specified time. The platform will display a ua 24 when the driveshaft did not reach the targeted pause position within the specified time. Unrelated to the issue, on the same event date, a ua 2 (compression tracking error) and ua 7 (discrepancy between load 1 and load 2 too large) were also recorded and cleared by the user. The ua 2 typically occurs if the patient is misaligned on the platform or the lifeband is opened. A ua 7 can occurred when the load sensing system detects a weight/load imbalance between the two load cells, when the patient is not oriented on the autopulse platform correctly, or when the patient has shifted during compression. Additional repair was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The fan cable was replaced. The platform passed testing without errors. Historical complaints were reviewed for information related to the reported complaint and there was no similar history of complaint reported for autopulse platform with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the autopulse platform displayed a user advisory 16 (timeout moving to take-up position) during a shift check. There was no patient involvement.